Event description:
It was reported that the patient was seen in clinic for routine follow-up. The pulse generator exhibited far r-wave oversensing in the atrial channel. The device was reprogrammed and the issue was resolved. The asymptomatic patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.